Manufacturer narrative:
A patient fell and the lead incision site dehisced was reported to abbott. The opened wound had discharge and appeared to be infected. The patient was given both oral and IV antibiotics. The entire system was explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient fell and the lead incision site dehisced. The opened wound had discharge and appeared to be infected. The patient was given both oral and IV antibiotics. Surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.